Event description:
Reported by the customer as: pumping air. Patient injury? No.

Manufacturer narrative:
Conclusion: the device performed per specification. The pump detected air in line and alarmed.